Manufacturer narrative:
(B)(4)

Event description:
After placing the lead in the rv, there was a complication that caused the physician to remove the lead and hold pressure for a period of time. The doctor decided it was best for the patient to abandon the case and go in on the right side with a whole new system. A new system was implanted on (B)(6) 2016 and there were no adverse patient side effects reported for the new procedure.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.